Event description:
On (B)(6) 2026, the patient contacted insulet customer support to report an ongoing skin reaction associated with pod wear, primarily on the arm. After wearing the pod for approximately 49 to 71 hours, the patient reported redness, itching, soreness, irritation, and bleeding at the pod application site. On (B)(6) 2026, the patient sought medical attention for the ongoing skin reaction affecting the arm. The healthcare provider diagnosed an infection at the arm site and prescribed flucloxacillin for 5 days and topical betamethasone for 7 days. The patient was not wearing the pod associated with the reaction at the time of the medical visit, as the visit was for management of an ongoing skin condition. The arm was no longer usable as a pod application site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
B3 and b5 were updated.

Event description:
It was reported that the patient experienced an ongoing skin reaction associated with pod wear on the arm. After wearing the pod for approximately 49 to 71 hours, the patient reported redness, itching, soreness, irritation, and bleeding at the pod application site. On (B)(6) 2026, the patient sought medical attention for the ongoing skin reaction affecting the arm. The healthcare provider diagnosed an infection at the arm site and prescribed flucloxacillin for 5 days and topical betamethasone for 7 days. The patient was not wearing the pod associated with the reaction at the time of the medical visit, as the visit was for management of an ongoing skin condition. The arm was no longer usable as a pod application site.